Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the diagonal branch. During advancement of the mini trek rx 2.0 x 15 mm balloon dilatation catheter, there was resistance felt with the tortuous anatomy and during removal of the mini trek, although there was no resistance noted the shaft broke in the guide but was simply withdrawn. There was no resistance reported during removal of the protective sheath and the device was prepped according to the instructions for use with no issue or leak noted. The procedure was aborted with a good final outcome. There was no clinically significant delay in the procedure. No additional information was provided.